Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to loose battery pins. As a precaution, the battery pins were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the device powered itself off. There was no patient use associated with the reported event.